Manufacturer narrative:
The field service engineer (fse) went on site to repair the device. The cracked lid part was replaced. Device repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any additional information is available.

Event description:
As reported for this event, the lid of the device was cracked. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged."

Manufacturer narrative:
Relevant new information has been received for this event. This supplemental report is being submitted to provide this information. Event took place during reprocessing. How the issue of the cracked lid occurred is not known. The staff is trained and experienced in the use of the device.